Manufacturer narrative:
Additional information received on 10/11/2019 has been added to a: patient information and b: event information.

Event description:
New information received on 10/11/2019 via operational reports: the patient has had a long history of knee complaints and surgeries even at the time of the earliest provided surgery report. The most common complaints were pain, swelling and decreased motion. This patient has associated medwatches for the right knee implants (enduro products) reported separately.

Manufacturer narrative:
Manufacturing side there are no devices available for investigation. The endcustomer is unknown. Post-operative medical intervention was necessary -> revision surgery. Investigation no product at hand, therefore a failure description is not possible. There are no pictures available. Batch history review the device quality and manufacturing history records have been checked for all available lot numbers 51868940 and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause based on the information available it is not possible to determine a possible root cause for the failure. The root cause for the failure is most probably not product related. Rationale in the light of the insufficient information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. For the mentioned devices we made a batch history review:there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Awareness date: to be confirmed. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega knee implant. It was reported that a left side primary vega knee was implanted on (B)(6) 2014. It was found to be loose and revised. An enduro component was implanted instead. Additional information has been requested. The adverse event is filed under aag reference (B)(4).